Manufacturer narrative:
Continuation of d10: 383069 lead implanted: (B)(6) 2018, 5076-52 lead implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness and bradycardia. A review of a remote monitoring transmission indicated that the right ventricular (rv) lead displayed undefined high superior vena cava (svc) coil defibrillation impedance and a spike out of range (oor) in svc coil impedance. The lead displayed an out of range (oor) spike, increase, and variability in rv coil defibrillation impedance. The rv lead displayed an increase in pacing impedance. Additionally, noise and loss of capture were exhibited by the rv lead. The left ventricular (lv) lead displayed a loss of capture. The rv lead was explanted and replaced. During the explant procedure, a previous insulation repair was noted on the rv lead. The lv lead remains in use. No further patient complications have been reported as a result of this event.